Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. The device remains implanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, crease sharp opening on posterior assessed, as fold flaw opening. Additional observations: crease fold observed, wear abrasion observed, stress marks observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, deflation. The device has been explanted. This relates to the left side.